Manufacturer narrative:
An event regarding an alleged range of motion involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not received for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who rejected the records because no operative or clinical history reports were included. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined. Further information such as operative reports, clinical history and progress notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a tight knee with limited range of motion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a tight knee with limited range of motion.